Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, under-sensing and intermittently diminished r-waves were seen on the patient's implantable cardiac monitor. No intervention was taken. The patient was stable throughout.